Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a vetnral hernia. It was reported that after implant, the patient experienced pain, infection, inflammation, fistula, open draining wound, granuloma, abscess, adhesions, scarring, ptsd, diarrhea. Post-operative patient treatment included revision surgery, removal of mesh, medication, wound packing.

Manufacturer narrative:
Additional information: b5, b7, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h4, h6 (added patient, device and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced fibrosis, pain, infection, inflammation, fistula, open draining wound, granuloma, abscess, adhesions, scarring, ptsd, diarrhea. Post-operative patient treatment included revision surgery, removal of mesh, medication, wound packing.

Manufacturer narrative:
Additional info: b2, b5, b6, b7, g1, h6 (patient codes, ime e2402: air-containing collection, labs abnormal for h & h) & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced fibrosis, pain, infection, inflammation, fistula, open draining wound, suture granuloma, pus filled abscess, adhesions, scarring, ptsd, diarrhea, abdominal pain, nausea, vomiting, erythema, edematous thickening of rectus sheath, air-containing collection & labs abnormal for h & h. Post-operative patient treatment included revision surgery, removal of mesh, medication, wound packing, hospitalization, egd, IV fluids, antibiotics, nothing by mouth, tpn, ng tube for decompression, PICC line placement, pca pump for pain management, wound care & CT scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced fistula, infection, and an open draining wound. Post-operative patient treatment included revision surgery and removal of mesh.